Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: after the device was used, a piece of some kind of the device was found on cloth covered patient. No patient injured.